Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2025).

Event description:
It was reported that during angioplasty procedure, the pta balloon was allegedly ruptured and came off the catheter. There was no reported patient injury.

Manufacturer narrative:
The initial MDR was inadvertently submitted with a g3 date of 04/06/2023. The correct g3 date is 04/05/2023. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was received for evaluation. During visual evaluation, a complete circumferential rupture was noted to the balloon, and the detached piece was not returned leaving the inner guidewire lumen exposed. No anomalies were noted to the y-body/strain relief. Functional evaluation was not performed due to the condition of the returned device. One photo was provided and reviewed. The photo shows the ultraverse 035 within its inner packaging. The label corresponds with the information available in trackwise. Complete circumferential rupture of the balloon is seen. No other anomalies are noted. Therefore, the investigation is confirmed for the reported detachment and complete circumferential balloon rupture as the device was returned with a portion of the balloon completely detached. A definitive root cause for the reported complete circumferential balloon rupture and detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. B5, d4 (expiration date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during angioplasty procedure, the pta balloon allegedly ruptured and came off the catheter. It was further reported that the detached balloon was snared out of the patient. There was no reported patient injury.